Manufacturer narrative:
Correction section b1: product problem (e.g., defects/malfunctions) should have been selected rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right l4 drg lead had fractured and the right t12 drg lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: sn of the reported lead had changed. Serial number is currently unknown.

Event description:
Additional information received indicated that the serial number of the lead had changed. Right l4 lead serial number is currently unknown.